Event description:
Date notified: (B)(6) 2011. A model 321 portable aspirator (s/n (B)(4)) failed to operate. An inspection of the device revealed a defective battery pack and switch. The battery pack and the switch were replaced, the device was tested to specs and returned to the customer. No death or injury resulted from the device malfunction.